Event description:
Event description boston scientific received information that, at pre-discharge testing for this right ventricular (rv) defibrillation lead, it was noted that the lead had dislodged. Clinical observations: rv lead dislodgement discovered at pre-discharge check, actions taken: rv lead revision. Rwaves 10.0mv/rv imp 582/rv thresh .4v@.5ms dft 14j/charge time 2.3 sec/38 ohms shock impedance,